Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer's other blood glucose was 328 mg/dl. Troubleshooting was done for high blood glucose and under delivery. Customer stated the insulin pump did not rattle when they shake it. The customer declined troubleshooting for high blood glucose. Customer was performed self test and it was passed. Insulin pump had cosmetic damage and insulin pump had loud noise. The insulin pump will not be returned for analysis.